Event description:
A rx dilatation balloon was used in an endoscopic retrograde cholangiopancreatography procedure in 2008. According to the complainant, after inserting the balloon to the papilla, the physician attempted to inflate the balloon for the first time, when it "suddenly ruptured". At the conclusion of the procedure, the pt's condition was reported as "good".

Manufacturer narrative:
The suspect device has been received for eval; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The may 2008 15-month biliary dilators product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.